Manufacturer narrative:
Testing was performed at abbott diagnostics (B)(4), inc. On retained kit lot 208979 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 195-160 / lot 208979, test base part number 195-430h / lot 202783. The lot met the required release specifications. A review of the complaints reported as false negative patient results (confirmed and unconfirmed, conflicting results) related to kit lot 208979 showed that the complaint rate is (B)(4). In conclusion , abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue; however, it could possibly be related to issues including the self-test user performance, interpretation of the result, or the specific patient sample.

Event description:
The consumer reported a false negative result with the binaxnow covid-19 antigen self test performed on (B)(6)2022. Confirmation testing was performed and generated a negative result. The consumer had been diagnosed as covid-19 positive by their doctor on 01aug and then tested with the binax on 02aug which generated a negative result.